Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that would not pass a calibration for an error 80 (water check time out unable to reach calibration temperature) and not heating.

Event description:
It was reported that biomed had an arctic sun device that would not pass a calibration for an error 80 (water check time out unable to reach calibration temperature) and not heating. Per follow up information received via email on 07sep2022, no patient involvement as the issue was found during calibration. Per follow up information received via email on 05oct2022, biomed stated that they were changing out the heater due to calibration error. Per additional information updated by technical support on 10oct2022, biomed stated that they damaged the y-tube when replacing the heater. Per sample evaluation results received on 18oct2022, it was found in other observations that the unit missing bolts from the front and back of shell. It was also observed there was dripping from the y-tube area.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.